Event description:
Healthcare professional reported ¿capsule with significant inflammation¿. Healthcare professional additionally reported "other inflammatory symptoms consistent with breast implant illness syndrome"; this event is not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1, g.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, pain, and itchiness". These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "rupture, pain, and itchiness". Device remains implanted.